Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient expired. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 24 mm watchman ® laa closure device and delivery system was successfully implanted and there were no complications post procedure. However, the patient was hospitalized sometime after and treated for a gastrointestinal bleed. The timeline of the bleed is unknown. On (B)(6) 2018, the patient expired. The cause of death is unknown at this time.